Event description:
It was reported, "the distal tip of the cannula on the trocar broke off, about a 1/4" inside the patient." The piece was retrieved. There was no patient injury reported by the user facility.

Manufacturer narrative:
The complaint was returned to stryker sustainability solutions (sss) for an evaluation. Packaging or labeling was not returned for this specific device, therefore lot number, manufacture date and expiration date are unknown. The returned device had evidence of clinical use including the presence of biological material. The cannula sleeve was observed to be in two pieces. The damaged area of the sleeve appeared to be melted indicating that the device may have been contacted/cut by an electrosurgical type instrument. Based on the damage, it is likely the device was subjected to extreme force or was contacted by an instrument during use. The instructions for use (IFU) states: ¿do not use excessive force.¿ ¿careful handling of instruments is necessary to avoid damage or breakage.¿ the device history records (DHR) indicated that all required inspections and tests were conducted on all b5lt devices of the lot in question indicating that the instrument was in working condition when released from stryker sustainability solutions. This report is being filed as a malfunction due to sss being in a 2 year reporting cycle due to MDR 0002090040-2013-00002 filed on (B)(6) 2013, where the incision had to be made larger to retrieve broken piece, even though there was no patient injury in this event. The reported event is not occurring more frequently or with greater severity than is usual for the device.